Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope image disappeared when the angle was moved in the up/down direction due to damage to the imaging unit as well as e216 scope communication error occurred. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the image disappeared during the angulation operation in the up/down directions and e216 (the scope communication error) occurred, could not be identified. The root causes of the subject events were unable to be specified. The image sensor unit may have been broken, leading to the subject events. The probable cause of breakage is irregular load to the bending section, leading to the events since multiple damages sites were observed on the bending section. However, it was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image.¿ olympus will continue to monitor the field performance for this device.